Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the peeling of the coating on the operation wire was caused by factors such as the coating part being rubbed against a hard object during use or reprocessing. However, the exact cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Keep pinching the grip of the cartridge until the clip is attached completely. Also hold the cartridge straight up, so that the coil sheath does not bend at the grip while attaching the clip. Otherwise, the distal end of the coil sheath may move and a gap in the cartridge can develop. As a result, it could be difficult to attach the clip or open the clip when extended from the coil sheath. In case a gap develops, put the cartridge on the coil sheath once again as described in step 3. Before use, inspect several coil sheaths as instructed and make sure they are not crushed, bent, or deformed. Do not use the clip fixing device if the coil sheath is damaged. Before use, confirm that the hook and/or coil sheath is not corroded, dented, or discolored; do not use the instrument if any of these conditions are observed. A damaged hook and/or coil sheath may fall off the instrument¿s distal end. ·when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. If the insertion portion of the instrument is damaged, the rotation function will be impaired. As the distal end of the coil sheath is thicker than other parts, resistance may be felt when it passes through the section near the biopsy valve. In this case, do not advance it forcibly but gently advance it upright with respect to the biopsy valve. Otherwise, deformation of the coil sheath may result. ·do not forcefully squeeze, wipe or scrub the instrument. This could cause damage to the instrument or result in reduced performance. Appearance inspection: 2 gently run your fingertips over the entire length of the insertion portion to check for any slips, bucking, and collapsed broken areas or other damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rotatable clip fixing device exhibited operating wire coating of applicator peeled off and fell off. There were no reports of patient involvement.